Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient's ins was not working, and that this issue has been progressing over time. It was also reported that sometimes when the patient turns the ins on it zaps them. The patient noted that they were working with the hcp to address these issues. No further complications were reported.